Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the implantable cardioverter defibrillator exhibited far r wave oversensing. It was noted that there were episodes of ams consistent with far field oversensing. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing was confirmed. Device image was reviewed by tech services and oversensing was confirmed and was not found to be due to an anomalous device. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.